Event description:
According to the patient, the lock of the knee joint did not engage. The patient lives in a nursing home. Reported the knee's lock did not engage leading to a fall with several broken ribs. We, ottobock, have requested more details about the injury but haven't received an aswer until today.

Manufacturer narrative:
The evaluation showed, that the prosthetic knee joint is stiff in extension and flexion phase. The locking bolt is deformed. The cause of the deformed locking bolt is likely to be a user fault. If the patient starts to unlock the knee joint (e.g. For sitting), and starts flexing the knee before fully unlocking it, the locking bolt can be deformed. Walking with a deformed locking bolt can lead to a fall. The technician is responsible to follow the instruction for use. In the IFU it is defined, how to fit the locking bolt with the corresponding pull rope. Furthermore, the IFU contains a caution that the knee joint can fail, if the lock is not used correctly.